Event description:
Since the activation in 2001 the user always had a good performance with the device. On (B)(6) 2024 the user reported affected hearing performance with the device. The user was re-implanted.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics is not working according to specifications. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the housing braze joint. Over a certain period of time, humidity will impinge on the electronics and cause damage, potentially leading to complete failure of the circuitry. The problems described in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
Additional information: in accordance with the information in the patient report and the manufacturers experience with this kind of device, it is assumed that it is possibly in an early stage of failure and is likely to fail sooner or later due to humidity ingress at the housing braze joint through micro-leaks. To determine an exact root cause a device investigation would be necessary. Explantation was carried out, but the concerned device has not been received yet.

Event description:
Since the activation in 2001 the user always had a good performance with the device. On (B)(6) 2024 the user reported affected hearing performance with the device.the user was re-implanted on (B)(6) 2024.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Since the activation in 2001 the user always had a good performance with the device. On (B)(6) 2024 the user reported affected hearing performance with the device. The user was re-implanted on (B)(6) 2024.